Manufacturer narrative:
UDI: (B)(4). Conclusion: the cashmere was returned for analysis. The unspecified enpower detachment control box (dcb) and the unspecified connecting cable were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. As viewed through the returned packaging, unreported damage was found to the exposed coil. The detachment fiber did not receive heat and melt. Intermittent coil compression has damaged the secondary winding. Device positioning unit (dpu) failed electrical testing with resistance at 33.5 ohms (range 48.5/56.0), and the enpower dcb and cable systems ready green light failed to illuminate. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils non-detachment was confirmed. Since it was confirmed that there was no report of coil damage, the damage found to exposed coil occurred during post-procedure handling. The dpu failed electrical testing. While the root cause cannot be determined, the most likely contributing factor to the coils non-detachment may have been due to wiring damage. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of the posterior communicating artery aneurysm, a cashmere coil (crc14022530/ c25579) could not be detached using an enpower cable and enpower dcb. The coil was withdrawn and a new coil was used to complete the procedure using the same cable and dcb. A pre-deployment electrical check had been performed. The green system ready light illuminated, but it was unknown if the detachment light illuminated and the audible signal beeped during the detachment cycle. All connections appeared to fit properly without application of excessive force. There was no report of coil damage and there was no difficulty during removal of the coil from the patient. There was no report of patient injury or clinically significant delay in the procedure.